Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported by the customer that over the weekend the customer needed to place a patient on ECMO and the error message ¿pump disposable error stop¿ was displayed on the cardiohelp-I. The hls set was tried on all 4 cardiohelps, and the message occurred on all of them. There was a delay in treatment. After attempting to try the hls set on a secondary cardiohelp-I since this was an emergent cannulation to utilize the hls 7.0. The patient was safely placed on ECMO and was later converted to a vad. No harm to any person has been reported in regards to the delay. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported by the customer that over the weekend the customer needed to place a patient on ECMO and the error message ¿pump disposable error ¿ stop¿ was displayed on the cardiohelp-I. The hls set was tried on all 4 cardiohelps, and the message occurred on all of them. This complaint is related with complaint (B)(4). New information has been received on 2022-04-07 by the ssu. There was a delay in treatment. After attempting to try the hls set on a secondary cardiohelp-I since this was an emergent cannulation to utilize the hls 7.0. The patient was safely placed on ECMO and was later converted to a vad. No ham to any person has been reported in regards to the delay. The affected beq-015503112#hls mod advanced small ad. Was investigated in the getinge laboratory on 2022-05-16 with the follwing results: the affected hls module was primed according to the instruction for use (IFU) and it was detected that no flow could be generated and after 5 seconds the cardiohelp reported the error message "pump disposable error ¿ stop". The cardiohelp was restarted and the reported failure was reoccurred. During further investigation steps a misalignment of the rotor of the integrated pump could be determined. The most probable cause for the reported failure "pump disposable error ¿ stop" could be determinded as a stucked rotor. As a result no rotation can be established by the magnet coupling in the cardiohelp. An exact cause of the damage could not be determined retrospectively. Based on the investigation results the reported failure "pump disposable error ¿ stop" could be confirmed. The production records of the affected beq-015503112#hls mod advanced small ad. With lot#3000171496 were reviewed on 2022-05-24. According to the final test results, the beq-015503112#hls mod advanced small ad. With lot#3000171496 and serial number (B)(4) passed the tests as per specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).